Event description:
The customer alleged that the unit was leaking cidex opa from the front right corner. The customer has been processing fujinon scopes. There were no reports of physical injuries related to the leak. A asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at the customer site. The fse noted that good water pressure was coming from source. However, he noticed that weak water pressure going to aer. The fse replaced float switch and replaced 2.0 filter. The fse ran 3 cycles. The unit meets specifications. The customer continually has e01 errors. Conclusion: due to repeated e01 failures observed at certain customer sites, a CAPA was generated to investigate the root causes.